Manufacturer narrative:
(B)(4). Date sent: 7/27/2020. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Batch #u9341m. Additional information was requested and the following was obtained: an x-ray was performed that would not have been performed otherwise due to the adverse event. Attempts are being made to retrieve the device, to date the device has not been returned. Should the device be returned, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an ethicon harmonic scalpel was being used to perform a total laparoscopic hysterectomy and the generator alerted to reduce pressure on the blade. It continued to alarm and another device was obtained. When switching devices, it was recognized that the active blade had broken off from the device. It was found inside the abdomen, behind the uterus.